Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted. The device had cracked lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and stained address and or serial number label.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose was 105 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)